Manufacturer narrative:
(B)(4).

Event description:
It was reported there was high capture threshold and low sensing r-waves on the lead. The patient was asymptomatic when presenting in clinic for a normal device check. The lead was extracted and replaced. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
Analysis was normal. No anomalies were found.